Manufacturer narrative:
There was no malfunction report of the subject device. Since the serial number of this device is unknown and olympus medical systems corp. (Omsc) could not confirm the manufacturing history. The exact cause of the reported event could not be conclusively determined.

Event description:
On may 12, 2018, olympus medical systems corp. (Omsc) received a literature titled ¿current state and debatable points of endoscopic papillectomy¿ that was made in public in the 95th congress of the japan gastroenterological endoscopy society. Accidental symptoms after endoscopic papillectomy using olympus duodenoscope (tjf-260) were reported in the literature. Considering the sales history for the user facility, it is surmised that the facility used tjf-260v in the procedure. The literature reported that 52 endoscopic papillectomy procedures using subject device were conducted between april 2006 and october 2017. In the procedures, accidental symptoms occurred as follows; acute pancreatitis : 5 cases (in the 5 cases, the facility had not indwelled the pancreatic stent in 3 cases). Acute cholecystitis / cholangitis : 9 cases (in the 9 cases, there was 1 bleeding case which required blood transfusion). Closed pancreatitis : 4 cases (in the 4 cases, it was successfully treated under endoscopy). Common bile duct calculus : 4 cases (in the 4 cases, it was successfully treated under endoscopy). The literature concluded that many of the acute pancreatitis after endoscopic papillectomy can be prevented by indwelling the pancreatic stents. Omsc is submitting initial mdrs according to the number of accidental symptoms. This is 2 of 22 reports. (Acute pancreatitis 2 of 5 reports.)

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".